Event description:
It was reported postoperatively that the implantable cardiac monitor (icm) data collection was off and when programmed on the device stated invalid episode counter amounts. The device remains in use. No patient complications have been reported as a result of this event. Complaint: it was reported that remote monitoring network report had missing data. Troubleshooting: advised the question marks would populated with next transmission outcome: resolved.